Event description:
It was initially reported explanted product was received due to unknown reason. Device evaluation was completed. From review of the generator's internal programming data, a high impedance was identified. No other relevant information has been received to date.